Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found a crack in the sample tubing. The fse repaired the tubing. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause of the reported event was a crack in the sample tubing.

Event description:
On (B)(6) 2016, a customer reported error 2094 specimen shortage detected with the aia-900 analyzer. The customer is unable to run pth patient samples. All assay results were >h and <l. The customer replaced the probe clips and the wast was clear but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.